Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. Upon explant, the lead conductor stretched, and migrated into the branch of the left pulmonary artery. As a result of the migration, this patient will undergo several months of aspirin therapy. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was explanted due to infection. Upon explant, the lead conductor stretched, and migrated into the branch of the left pulmonary artery. As a result of the migration, this patient will undergo several months of aspirin therapy. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.